Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information potentially anticipated, but unavailable at this time. Device status currently unknown, followup pending.

Event description:
Per user facility medwatch form, (B)(4), during an unknown procedure probable misfire noted and remedied. Misformed staples noted near the staple line. There was no patient consequence. Unknown if the device is available for return.